Event description:
It was reported that the patient was unable to adjust the stimulation on her implantable neurostimulator (ins). The patient programmer displayed the "call your doctor" icon and the patient encountered an "out of regulation" (oor) condition. The patient was able to clear the oor but it came back when the patient tried to adjust the stimulation again. It was noted that the patient had met with her physician "the other day", but they were unable to solve the issue. Additional information was requested, but was not available at the time of this report.

Event description:
Follow up information received from the patient indicated that they still had concerns with their device therapy but had not sought further help. Follow up information received from the healthcare professional reported that they were unsure of the cause of the event. The patient had a confusing message on their programmer and had difficulty adjusting the stimulation. It was noted that the patient has had difficulty with the hand held programmer device but that this had not impacted the treatment of their disease.

Manufacturer narrative:
Product ID: 37642, serial#: (B)(4); product type: programmer, patient, product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2009, explanted: na; product type: extension, product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2009, explanted: na; product type: extension, product ID: 3389s-40, lot#: v297034, implanted: (B)(6) 2009, explanted: na; product type: lead, product ID 3389s-40 lot#: v222841, implanted: (B)(6) 2009, explanted: na; product type: lead; concomitant system, product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2010, explanted: na; product type: implantable neurostimulator, product ID: 37642, serial#: (B)(4), product type: programmer. (B)(4).